Event description:
It was reported that when the device was used in a low anterior resection, the instrument cut but no staples were delivered. The doctor used sutures to complete the case. There were no consequences to the patient.